Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The ventilator failed a step during testing. The device was not in patient use. The device's oxygen blending module board and sensor board were replaced to address the issues.